Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by the patient's legal guardian (lg) that the patient's blood glucose level rose to 340 mg/dl while wearing the pod between 5 and 24 hours. The pod reportedly was not delivering insulin properly, causing insulin leakage onto the skin. When the pod was removed from the infusion site (leg), the pod cannula was not inside the skin and the infusion site was swollen. As treatment, a new pod was applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. No damages were found with the cannula assembly that would result in leaking during wear. A leak test was performed, and no leakages were observed along the entire fluid path.